Manufacturer narrative:
Upon completion of the investigation, a follow up will be filed.

Event description:
Affiliate reported that the pt developed an infection. The pt was treated with antibiotics and recovered nicely. Approx 6 months later, the pt developed another infection and the decision was made to explant the device and treat the pt with antibiotics. The pt has fully recovered.